Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the after changing battery insulin pump kept telling to set date and time. Customer did not recognize if the insulin pump had received compromised forced sensor and unexpected restart alarm. No harm requiring medical intervention was noted. The insulin pump will not be returned for analysis.